Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additionally, the following corrections. E1: (reporter name and address), first/given name: remove ¿generic¿, and last name: remove ¿electromedicina¿ as these are not the contact¿s name and were entered in error. (G2) report source (check all that apply) company representative added as inadvertently omitted. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. Since the material did not adhere to the outer surface of the scope, the material may not have been removed by reprocessing. It is possible that humidity invaded the light guide lens leading to corrosion and physical stress to the distal end and/or the light guide lens glue peeled off by chemical stress. However, a definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use: evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the reported fault was likely a result of wear and tear. Additional findings were as follows: water tightness of the forceps elevator was lost; grip had a crack; forceps channel port had a dent; air and water cylinder and suction cylinder had no color; switch box had a scratch; right/left, up/down knobs had a scratch; mouthpiece was loose; scope connector cover unit and suction connector had a scratch; electrical connector had corrosion due to water leakage; plate had corrosion due to water leakage; identification cover had corrosion due to water leakage; distal end had discoloration; objective lens had a crack; adhesive around light guide lens was discolored; the light guide lens glue was worn and had signs of corrosion, the connecting tube had discoloration; and the universal cord coating had peeling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the duodenovideoscope had a leak. The device was returned for evaluation. During the device evaluation, it was found that both the light guide lens glue and inside the light guide lens had foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.